Event description:
It was reported that there was a break of the distal catheter segment and a revision of the spinal catheter segment was done on the date of report. No other details were known by the reporter at the time of the initial report date. It was later reported that due to the fracture, the device was replaced with a two piece catheter and the following the revision "all was good" with the patient. The medication being delivered via the device was dilaudid. A follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
Concomitant medical products: product ID 8709sc, lot# n147599019, implanted: (B)(6) 2008, all or partially explanted: (B)(6) 2013. Product type: catheter: product ID 8590-1, lot# n150615, implanted: (B)(6) 2008. Product type: accessory. (B)(4).